Manufacturer narrative:
Hologic technical support (ts) reviewed logs and noticed issues with the reagent kit which had only been used for the wl in question. Ts concluded there was a low level of positive contamination since the controls' kinetics were normal with mostly typical positive/negative sample rlus. Customer discarded the affected kit, performed monthly maintenance, and decontaminated the work areas. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 ((B)(4)), aptima sars-cov-2 ((B)(4)), and aptima sars-cov-2/flu ((B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.

Event description:
Customer reported one sars-cov-2 tma run (B)(4) using assay lot 280001 on panther instrument sn (B)(4) which had 13 discrepant samples. The wl in question had 13 positives out of 48 samples. When new aliquots were retested on two separate panthers, all 13 samples were negative. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. Both the initial and retest results were reported out per customer's sop, but there were no associated/reported adverse events.